Manufacturer narrative:
There are multiple patients. All known information is provided in the journal article. This report is for unknown uss constructs/unknown lot. Part and lot number are unknown; UDI number is unknown. There are multiple unknown dates of implantation between 1996 and 2001. Complainant parts are not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Products were not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: adelved, a. Et al (2012), functional outcome 10 years after surgical treatment of displaced sacral fractures, spine, vol. 37 no. 16, pages e1009¿e1016 (norway). The purpose of this prospective, longitudinal single-cohort study is to describe the long-term functional outcome concerning neurological deficits in the lower extremities and urinary, bowel, and sexual functions after severe sacral fractures and to compare the long-term results with the results from a previously reported 1-year follow-up of the same patient cohort. Between 1996 and 2001, a total of 28 patients (21 male and 7 female) with a mean age of 43 years (range, 26-67 years) underwent open or closed reduction and internal fixation. Of these patients, 11 patients were treated with unknown synthes universal spinal system (uss) and 6 patients underwent sacral laminectomy. The mean follow-up time was 10.7 years (range, 8.1-13.4 years). The article did not specify who among of the 11 patients were treated with unknown synthes universal spinal system. The following complications were reported: 1 patient had deceased. 26 patients had neurological deficits. 12 patients had sensory deficits only. 14 patients had sensory and motor deficits 9 patients had unilateral deficits. 14 patients had bilateral deficits. 3 patients had amputation below knee. 16 patients reported problems on non-level surfaces or fear of tripping or falling when walking in the dark. Some of the patients with normal gait reported problems, such as pain or reduced endurance while running or in other recreational activities. Out of 2 wheelchair users, 1 was able to walk short distances indoors with 2 crutches. 19 patients had altered voiding function. 9 patients had incontinence. 5 patients had abdominal straining. 2 patients had intermittent self-catheterization. 3 patients had urge, pollakisuria, intermittent voiding. 3 patients had combination with incontinence or bladder inertia. 6 patients had a slightly changed bowel function with constipation, incontinence, diarrhea, or occasional abdominal pain. 2 patients had complete changed bowel pattern. 1 of these patients received a diverting colostomy during the acute treatment phase due to a perineal tear and rectal injury and the other approximately 2 years after primary injury due to severe incontinence. 2 patients experienced deterioration. Of the 6 sexually active females, 3 patients reported sexual dysfunction at follow-up; the main associated problem being psychological problems with sexual activity, such as altered self-image. 1 female patient reported urinary incontinence during sexual activity as a negative contributor. Of the 20 male patients, 9 patients reported sexual dysfunction at follow-up. 2 patients reported reduced penile sensation. 5 patients out of 9 male patients reported erectile dysfunction based on iief questionnaire, 1 of whom used oral medication for this problem. 3 patients had problems with lack of ejaculation and orgasm. 3 patients of the 9 male patients had dysfunctions in all modalities of the questionnaire. This report is for an unknown synthes universal spinal system (uss). This is report 1 of 1 for (B)(4).